Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unknown date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient was not recovered from this peritonitis event. On an unreported date, extraneal and physioneal therapies were discontinued and the patient was temporarily placed on hemodialysis. No additional information is available as the reporter declined to provide any further information.

Manufacturer narrative:
Upon follow up it was reported the patient experienced peritonitis 12 days prior to receipt of this report. Two days later the patient was hospitalized for the event. At the time of this report the patient continues to perform hemodialysis and was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.